Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several presses to elicit a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that the up arrow, ok and down arrow keypad buttons were intermittently unresponsive. Evaluation revealed that there was contamination under the keypad contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The 510k number should be k042873 not k080639 as previosuly reported.